Event description:
The manufacturer was contacted in reference to a repaired dreamstation auto CPAP. The patient alleged dizziness. In addition, the patient also reported headache, eye irritation, respiratory tract irritation, recurring bronchitis, continuous sinusitis, and recurring coughing. There was no report of serious patient harm or injury. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a dreamstation auto CPAP. The manufacturer received information from the patient alleging dizziness, headache, eye irritation, respiratory tract irritation, recurring bronchitis, continuous sinusitis, and recurring coughing. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The dreamstation auto CPAP was returned to a service center for evaluation, and the customer¿s complaint was not confirmed. During the evaluation it was noted that the foam particles were not observed. Additionally, the device was corrected. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. The device information has been updated/corrected in this report. In this report, box d, h has been updated/corrected.